Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the pump was found delivering at a rate different than the originally programmed rate. The pump was programmed to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time, the nurse noted the pump was delivering at a rate different than the originally programmed rate. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Through requested, the customer declined to provide additional information.